Event description:
On (B)(6) 2009, the pt reported that every time she changes the insulin cartridge of her infusion device, she sees an air bubble in the cartridge about 2 hours later. She stated that sometimes she uses room temp to fill her cartridge and sometimes she uses cold insulin. She was advised to always use room temperature insulin to fill her cartridge. The pt said she fills the cartridge to 240 units and usually has to prime out about 50 units. She said she currently has an air bubble in the cartridge. The pt was instructed to disconnect from her infusion headset and prime the air bubble out which she successfully did. She said she used cold insulin to fill the cartridge this time. A request for additional training was sent. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.